Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same day and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all information and the product testing performed would tend to indicate that the device was not defective.

Event description:
It was reported that on (B)(6) 2017, a severe bloodloss occured through the wall of the prosthesis during an aortic ascenda with hemiarch procedure. The bleeding was stopped by applying hemostatic agents (gelita x-sorb ) and administration of coagulation drug (octaplex - 2 doses), the surgery was significantly prolonged and blood transfusion was required. The graft remained implanted, the patient stayed 4 days at ICU. No consequence for patient was reported.

Event description:
Additional information provided by the distributor indicated that during the visit to the surgeon who reported the bleeding complaint, the surgeon mentioned that he perceived the graft as lighter in color and more rigid by touch than usual.

Manufacturer narrative:
(B)(4). Additional information related to the visual characteristics perceived by the surgeon have been shared with the medical affairs. Upon this review, and as an extreme precaution, it has been verified with the distributor that storage conditions are well controlled and maintained according to the product instructions for use. In addition, the graft has been shipped to the hospital together with other similar grafts from the same lot number which have been implanted without any reported issue. The conducted investigation would tend to indicate that the product was not defective.